Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09dec2019.

Event description:
It was reported the ventilator had a whistling sound and low tidal volume. There was no patient involvement. Philips field service engineer (fse) performed troubleshooting and confirmed the reported problem. The fse discovered the manifold between the turbine and the gas port outlet was loose. The fse reconnected the manifold to resolve the issue. The device has been returned to full functionality.